Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and excessive no delivery alarms. The customer's blood glucose reading was over 500 mg/dl. The customer had high readings along with no delivery the last 10 days. The diabetes educator stated that the pump is not functioning or delivering insulin correctly. The customer was unable to troubleshoot during the time of call because there was no battery in the pump. The customer was advised to call back to troubleshoot.